Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Customer report of stiffened leaflets was confirmed. Heavy calcification was detected on the cusps of leaflets 1, 2 and 3. Moderate calcification is detected in the free margins of leaflets 1 and 2, heavy in leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 1mm on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm on leaflet 3. Host tissue is minimal to moderate at the stent outflow, and moderate to heavy at the stent inflow. The x-ray demonstrates calcification. The wireform at commissure 2 also appeared bent. Evaluation of customer photos appeared to be consistent with lab evaluation photos. Method: x-ray . Evaluation supports customer claim of calcification and stiffened leaflets. No additional reports or patient information have been provided by the surgeon or hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without additional patient information, we are unable to conclusively determine root cause for the early calcification of this device.

Event description:
Reportedly, the event was an explant of a 25mm aortic valve after an implant duration of approximately 2 years (23.6 months) due to degeneration and stiffening of the leaflets. Through follow up with the surgeon, they believe the early degeneration was caused by an immune problem (metabolism problem/auto immune protein system problem). Also, the doctor believes that due to the extreme mechanical manipulation of the valve with instruments at implant, this caused the stiffening of the leaflets.